Manufacturer narrative:
This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Based on the available information, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a patient with a 23mm aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. A valve was implanted in replacement. The device was originally implanted for aortic valve replacement approximately eighteen (18) years and six (6) months ago. The device was not returned for evaluation as it remained implanted. Information such as the patient status, if the valve failed prematurely, or the causality between the device and the event was unavailable.